Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
The patient presented with an occlusion of the superficial femoral artery which was intended to be treated with a gore® tigris® vascular stent. It was stated that a contralateral access was used where the gore® tigris® vascular stent was inserted and advanced over a 0.035 guidewire through a 6fr introducer sheath from terumo to the target lesion after a dilatation of the occlusion was performed with a 4mm percutaneous transluminal angioplasty balloon. It was reported to gore that when medical device deployment was initiated some resistance was experienced while the deployment wheel was rotated. As the physician was not sure if the gore® tigris® vascular stent could have been deployed at all, the decision was made to retrieve the gore® tigris® vascular stent from the patient¿s vessel. While the medical device was removed, a bare metal stent, which was implanted in 2017 within the common artery, was also retrieved while the gore® tigris® vascular stent was removed as the stent got catch up by the gore® tigris® vascular stent. It was sated that the removal of the medical devices may have caused a rupture of the distal aorta artery which might have led that the patient bled to death. A visual inspection of the gore® tigris® vascular stent on the back table indicated that the stent was partial deployed.